Event description:
It was reported that the patient underwent total left hip arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2015 due to walking with a limp, eccentric wear of the poly liner, and an abducted cup. The modular head, acetabular cup, and liner were removed and replaced with biomet modular head and competitor acetabular shell and liner. Additionally, patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons. The modular head, acetabular cup, and liner were removed and replaced with biomet modular head and competitor acetabular shell and liner.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to external factors and wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.